Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the family member/friend of the patient that the patient had been getting no symptom relief and when they checked the device it was off for some reason. The caller said they were able to get the stimulation turned on. Patient services reviewed theory and use. The patient services agent did not ask about the circumstances that led to the reported issue.

Event description:
An incoming letter was received from the patient: at first after implant they only noted a slight tingling, but did not have to urinate as often. Their biggest problem was not understanding the directions. They would much prefer pictures or even a movie to go by. Their daughter, who is a doctor, called the company to get better instructions but, the patient is still a bit confused. Patient stated they are 87 years old and forgetful. They keep both appliances charged. The patient still gets up at least once a night but that is much improved to what they were used to, usually two or three times a night. The patient is much happier and much more relaxed now because they don't have to worry about going out and being embarrassed at looking for the nearest bathroom, but was not sure they were doing everything they're supposed to be doing. When they saw the doctor after the insertion, they had felt a slight "tingling" but don't notice it now. So, is wondering, is it working or not. Email was sent to patient services to reach out to the patient to address their questions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.